Event description:
An infusion pump with an 812:02 failure code that occurred during biomed testing. The biomed stated that this failure did not occur during pt use. There have not been any incident reports filed on this pump since the last baxter service event. The pump programming during testing was unk, and no additional contact info was available.